Event description:
A 3.0mm diameter x 15mm length medtronic ave s6700 over the wire stent was inserted into a severely calcified right coronary artery. It was not possible to cross the ostial target lesion with a ptca balloon to pre-dilate. The s670 stent delivery system was also unable to cross to the target lesion. Upon removal of the stent and delivery system, the stent slid distal on the delivery balloon. The delivery balloon was then inflated slightly to "help with removal" of the stent. Consequently, the stent dislodged from the delivery balloon. The dislodged stent was snared successfully. The physician did not follow the instructions for removal of an undeployed stent when the delivery balloon was inflated. There were no further attempts to treat the target lesion. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.